Event description:
It was reported by dealer that the (B)(4) power chair veers to the left. Tech states new left motor needed. Dealer adjusted the motor balance to accommodate the veering. No injury reported. Patient is sole owner of chair. No additional information available per dealer.